Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers 4.1 and 4.2 failed at the 3noa station. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis medstation system, drawers 4.1 and 4.2 failed at the 3noa station. The customer indicated that several cubies within the 3noa station were non-functional. The customer attempted to recover the system but was unsuccessful, leading to a reboot. Upon restarting, the system displayed all cubies in drawers 4.1 and 4.2. A technician attempted further recovery but determined that maintenance was necessary. The malfunction occurred when a user tried to dispense medication to the patient, which resulted in a delay in dispensing the medication. There was no report of impact to the patient or user during this event.